Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "fm on gel x1. Dirty shield x1. Embedded fm on tube x12. Dirty tube x3. Air bubble in plastic x17." 34 occurrences were reported.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "fm on gel x1 dirty shield x1 embedded fm on tube x12 dirty tube x3 air bubble in plastic x17" 34 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm on gel, dirty shield, embedded, fm on tub, dirty tube and air bubble in plastic with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the embedded fm issue through CAPA#90580 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.